Event description:
Boston scientific received information that this product was part of a system infection and erosion. The pocket was cleaned out/debrided and the device and leads remained in service and in the same pocket. Two weeks later, the device was re-angled in the pocket and skin was sutured back together in several locations. The device and leads still remain in service in this pocket. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that the product status update field was set prior to the last MDR report submitted and due to system interface timing the implant date of (B)(6) 2012 was missing from the most 3500a batch initial report. A supplemental correction report will be submitted with this corrected information.